Event description:
It was reported that the pt visited her physician because she felt weak and listless and she couldn't adjust her interstim device with her icon pt programmer. The icon showed four programs settings but the device had switched off at some point. The pt also has a cardiac pacemaker and the physician was concerned that it had gone to safe mode as the pt is on dddr. The pt did not have reprogramming in the past or any interactions with MRI or diathermy. She did mention, however, that she had traveled to another country, to visit her brother and after going through a security device at a pub, she felt shocking and jolting sensations. A few days later, she started to experience lack of therapy. The pacemaker was found to be functioning as programmed but the pt was referred to the pacing clinic in her hospital by the physician. Further info is being requested at this time and no serious injury to the pt was reported.

Manufacturer narrative:
.